Manufacturer narrative:
The system was serviced in the field. It was determined that the handswitch was not working and that the system did not have a footswitch. The handswitch and footswitch were replaced and the failure was resolved. The handswitch was returned for analysis. The reported complaint was confirmed. Visual inspection passed. The handswitch was installed into a test system. The system booted and readied. Both 2d and 3d images were unable to be taken. Other relevant device(s) are: product ID: b i71000194, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was unable to take 2d fluoro shots. This was reported outside of a procedure, during inspection after the system was moved to a new site. There was no reported delay. There was no patient involved. It was reported that the cause of the event was due to an inoperable handswitch. It was unknown if this issue existed before moving the system, but this was the first attempt at operating the system post-move. Troubleshooting took place by a representative after the event, during a site visit. The issue was resolved by replacing the handswitch.